Manufacturer narrative:
The customer reported the life2000 device was alarming for low battery, when plugged in to charge, ventilator sparked. It was noted the tip of the power cord was broken. The patient was placed on an alternative oxygen source. A ventilator swap promptly occurred for the patient. There was no patient/user injury reported. The breathe technologies life2000® ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. Specifically, the system is applicable for adult patients who require the following types of ventilatory support: positive pressure ventilation, delivered invasively (via et tube) or non-invasively (via mask). Assist/control mode of ventilation. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all life2000® ventilation system components are functioning as originally designed. If found to be damaged, the power cord and device would be immediately removed from use. Repair or replace as necessary. Investigation completed by engineering, powered up the submitted ventilator with a known good charger power cord and charged the ventilator for 3 hours. No electrical sparking observed. It was observed the lightning bolt indicator on the touch screen; indicating that the device is charging as intended. The most likely root cause of this complaint is the alleged broken/damaged tip of the complaint charger power cord (complaint charger power cord was not returned for investigation). No further investigation necessary at this time. The trainer replaced the ventilator to resolve the reported event. Based on this information, no further action is required.

Event description:
The customer reported the life2000 device was alarming for low battery, when plugged in to charge, ventilator sparked. It was noted the tip of the power cord was broken. The patient was placed on an alternative oxygen source. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).